Event description:
It was reported that during a low anterior resection procedure, the device was fired, but they did not hear the crunch. Upon removal of the device, the anvil remained in the patient. The anvil was retrieved. Another device was opened to continue the procedure. The patient received a colostomy, but it is unknown why and it is also unknown if it is permanent or temporary.

Manufacturer narrative:
Date sent: 11/05/2008. Information is unavailable; device was not returned for evaluation.